Event description:
Customer's camp counselor reported that the customer's insulin pump had alarmed for a motor error. She stated that the insulin pump had not been exposed to moisture. The blood glucose reading was 48 mg/dl. Customer was treated with 30 g of carbs and counselor stated that she would be treating with manual injections. The alarm could not be cleared. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.